Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016 . Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: a review of the black box data showed a call service 078 alarm. During testing, the pump emitted a call service 078 alarm. Internal moisture damage was observed on the display board and near the motor flex connector; causing the motor to be nonfunctional. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump casing was cracked near the upper right corner of the display.